Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. The reported patient effect(s) of occlusion is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
On (B)(6) 2025 the 3x28 esprit btk scaffold was implanted in the proximal to mid anterior tibial artery without issue. During routine follow-up on (B)(6) 2026, no palpable toe pulse was noted; therefore, the patient returned on (B)(6) 2026 for imaging and in-stent restenosis was noted. Intravascular lithotripsy (ivl) and ballooning was performed, followed by implantation of another esprit btk scaffold to treat the restenosis. There was no adverse patient sequela no clinically significant delay reported in the procedure.